Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. It was reported that a CT scan found that the patient had type ia endoleak due to continued expansion of the proximal neck. It was noted that it did not appear that the stent graft had moved. No additional clinical sequelae were reported and the patient status is unknown. The patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a debranching of the visceral vessels. It was noted that the debranching was successful.

Event description:
Additional information received reported that the patient had a secondary intervention. A 7mm cuff was added and the endoleak resolved. It was noted that the patient status was good. Review of a single still angio image during an intervention (unknown study date and no scale) revealed that an endurant device (possibly a cuff or tube) was implanted about 3cm above the endurant bifurcate. There was no noticable angulation seen along the length of the devices, and the devices distal to the flow divider were not visible in the image. No stent graft issues were seen with any of the devices. The cause of the endoleak could not be determined from this single still image. It is possible that disease progression may have contributed.

Manufacturer narrative:
(B)(4).